Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, the last episode of menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: essure confirmation test was done (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Case was upgraded to serious incident. New events: genital bleeding, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.